Manufacturer narrative:
Evaluation summary: the explanted device was returned to edwards for analysis. As received, leaflet 1 had horizontal creases observed across the cusp. Fibrin-like material was observed on leaflet 1 near commissure 1. The material was removed to check for suture loop, however no suture track indentations were observed. The wireform was exposed near leaflet 1 at the outflow aspect. The sewing ring was cut near commissure 2. X-ray demonstrated commissures 1 and 2 bent, and wireform distortion around the valve. The clinical report of central leak could not be confirmed through visual observations. The device history record review was completed and this device passed all manufacturing and sterilization inspections. Further evaluation of the product is currently taking place and a supplemental report will be submitted upon completion.

Manufacturer narrative:
Through further assessment of the device, the echocardiographic images provided were evaluated by an independent expert in echocardiography who provided the following impression: ¿on approximately the 6th post-operative day after bioprosthetic aortic valve replacement, moderate (2+) central aortic regurgitation is noted. The bioprosthesis leaflets are not well visualized, but there appears to be eccentric closure. This, together with the eccentric regurgitant jet and knowledge that re-do valve surgery resulted in resizing the annulus to a small prosthesis, suggests that possible over-sizing and geometric distortion of the initial bioprosthesis could have led to the observed aortic regurgitation. Iotee post-pump images are not suitable to allow assessment of aortic bioprosthesis function at that time.¿ edwards standardized in vitro testing showed that the total regurgitant fraction (trf) was 14.51%, which is lower than the maximum 20% allowed for a valve this size per iso 5840-2:2015. The results from in vitro testing may be different from those obtained in vivo due to differences in hemodynamic and environmental conditions, especially when the deformed valve is partially reinstalled upon the explantation. There is a central hole at the fully closed position suggesting most the trf measured is the through the center of the valve, which is consistent with the impression of echo review and in vivo observation. The central regurgitation detected in vitro apparently resulted from the over-sizing related valve deformation.

Manufacturer narrative:
This device is not sold or marketed in the united states; however, it is similar to the brand carpentier-edwards perimount rsr pericardial bioprosthesis, model# 2800, PMA# p860057/s001. (B)(4). The device was received at edwards lifesciences and an evaluation of the product is currently pending. A supplemental report will be submitted upon completion.

Event description:
Edwards was informed that this 29mm bioprosthetic aortic heart valve was explanted after five (5) days due to central leak, grade 3/4 observed on echocardiogram. As reported, the valve looked okay on post-operative echocardiogram. After the central leak was noted, it was decided to take patient back to the operating room as per echo provided, possible over-sizing and geometric distortion of the initial bioprosthesis could have led to the observed aortic regurgitation. The valve was explanted, annulus resized, and a valve model 27mm bioprosthetic aortic heart valve was implanted as a replacement. The surgery was successful and the patient was reported as to be hospitalized in stable condition.